Event description:
The patient had generator replacement surgery on (B)(6) 2012, and the generator was returned to the manufacturer for analysis. The as-received settings of the generator in the lab were indicative of a faulted system diagnostic test occurring. It is unknown if the faulted test occurred sometime prior to surgery or on the date of surgery. With the limited information, the event date is assumed as the date of surgery. Review of the in-house programming database reveals that the as-received settings were likely not intended for the patient. Attempts are underway to obtain a copy of the patient's programming/diagnostic history, but have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.